Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 291 mg/dl. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.